Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the fenestrated bipolar forceps instrument suddenly shifted at an angle during the operation and could no longer be moved. When the customer tried to insert the instrument again, the arm lit up orange and the instrument could no longer be moved forward. The procedure was completed with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one of the pitch cables broken at the proximal end in the housing. The pitch cable was broken near the backend pulleys. The clamping pulley did not exhibit signs of corrosion, contamination or residue that would have contributed to the broken cable. Additional observation related to the customer reported complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Logs are currently not available. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.